Event description:
On (B)(6) 2012, the reporter contacted animas alleging that the patient experienced blood glucose (bg) values in the "high" 400 mg/dl range with small ketones with no signs or symptoms. The patient reportedly was treated via injection. The reporter stated that the up arrow, down arrow and ok keypad buttons were sticking and required multiple button presses in order to elicit a response. The reporter noted several missing boluses in the pump's history the last 10 days when the patient's bg was elevated. The pump reportedly emitted several occlusion alarms. The reporter expressed concern and stated that she felt that the patient was not monitoring his button presses carefully enough and that she thought that boluses were not being delivered. It was indicated that the patient was removed off the pump and is being treated via injection. This complaint is being reported due to the patient's hyperglycemic event while using insulin pump therapy, due to the alleged keypad issue and due to the reported missing bolus issue.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact. The audio bolus was found to be torn. A damaged button will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as a damaged button should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Use error contributed to the reported event as the patient was using a damaged pump. The issue is generally obvious and detectable by the user. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump. The up arrow and ok keypad buttons were intermittently responsive during testing and required excessive force in order to elicit a response. All of the other keypad buttons responded to button presses and had normal spring back. There was evidence of keypad contamination found under all key contacts. Unrelated to the complaint, evaluation revealed a faded and discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.